Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis, however, information from the device memory was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No stored episodes contain egms so unable to confirm t-wave oversensing (twos) from device data alone. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient was complaining of fatigue. T-wave oversensing was noted. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.